Event description:
It was reported by the rep the device was used during an aorta by femoral procedure. It was reported the surgeon fired the tx30v across both iliacs separately. He experiened bleeding on both firings, had to oversew both staple lines to finish case. Surgeon used up clamp time because of this bleeding at the staple lines. Iliacs were both calcified. Info was provided to the rep by dr. A cell saver was used; therefore, no add'l blood was transfused to pt.